Manufacturer narrative:
The sample was not returned for evaluation, but a sample for the same issue from the same customer and lot that was reported several days earlier was returned. The complaint was confirmed based on the sample from the cr-39510. The unit was visually inspected and pressurized, and a leak was observed at the thermowell. A review of the device history record revealed no anomalies. This unit was sufficiently cured and sealed to pass through a 100 percent leak test. The root cause, a leak from the thermowell position resulting from stress, was identified to be shipping and handling paired with the coupling of the sensor to the bpm head. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked prime fluid. Initially, this event was not considered reportable to the FDA because there was no pt involvement; however, the investigation (concluded on (B)(4) 2014) confirmed that the shunt sensor was found to leak at the thermowell. A report of a similar malfunction has been determined to have caused of contributed to a serious injury in the past. No pt impact as this event occurred during prime. Product was changed out. Surgery was successfully completed.